Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, internal inspection and power cycling without duplicating the report. The display was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient during flight, the device powered on without display. Complainant indicated that the clinician turned off/on device with no changes, changed batteries with no changes, then plugged device into the aircraft power to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.